Event description:
On (B)(6) 2021, a patient in the netherlands underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2025, the patient underwent an unsuccessful tube replacement. The patient was fasting from 6:00pm the night before but the stomach was still filled with food. It was unsafe to continue the procedure due to the risk of aspiration. On (B)(6) 2025, it was reported that the inner and outside tube were successfully repositioned. The bumper was no longer past the pylorus. A ball of food was glued to the inner tube. The inner tube was removed due to aging and upon removal, it was discovered that this was around a knot. It was not possible to replace the connector and a plastic case was placed on the tube to close it. Upon querying, it was not clarified if there was a bezoar, a knot, or both.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062918. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Bezoar is a known complication of a peg- j tube placement. H6 code of e2402 was chosen to capture the event of bezoar. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.